Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported feeling very full when completing treatments. During follow-up with the patient, he reported being hospitalized on (B)(6) 2025 due to feeling bloated and fluid in the lungs. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the hospital on (B)(6) 2025 due to shortness of breath which had been ongoing for one week. The patient was admitted with a diagnosis of acute hypoxemic respiratory failure secondary to volume overload in the setting of a congestive heart failure exacerbation and renal failure. The patient was not in active treatment at the time of needing to go to the hospital. The patient's reported feeling of fullness during treatment was the result of hypervolemia with elevated probnp (heart failure indicator) and moderate to large right pleural effusion. The patient underwent a thoracentesis on (B)(6) 2025 with 1.5l removed. The patient continued daily pd therapy and was administered 3l oxygen. The patient was discharged on (B)(6) 2025. The cause of the patient's hospitalization was possibly missing treatments and not enough ultrafiltration. The patient's hospitalization was not related to any fresenius device(s) or product(s) and/or their dialysis therapy. The hospitalization was due to lack of therapy and insufficient fluid removal. It was confirmed with the pdrn that there were no known issues with any machine. The patient is continuing ccpd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a possible temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of hospitalization due to acute hypoxemic respiratory failure secondary to volume overload in the setting of a congestive heart failure exacerbation and renal failure. However, the patient had missed completing pd treatments prior to the hospitalization. There is no documentation of a causal relationship between the hospitalization and utilization of the liberty select cycler. The patient¿s probnp was elevated which indicates the patient was in heart failure which contributed to the fluid issues. There were no reported issues with the cycler per the pdrn. The reason for the patient not completing treatments was not provided. The pdrn stated the hospitalization was not related to any fresenius device(s) or product(s) and/or their dialysis therapy. Based on the available information and no allegation or evidence of a defect or deficiency, the liberty select cycle can be excluded as the cause of the patient¿s hospitalization.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported feeling very full when completing treatments. During follow-up with the patient, he reported being hospitalized on (B)(6) 2025 due to feeling bloated and fluid in the lungs. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the hospital on (B)(6) 2025 due to shortness of breath which had been ongoing for one week. The patient was admitted with a diagnosis of acute hypoxemic respiratory failure secondary to volume overload in the setting of a congestive heart failure exacerbation and renal failure. The patient was not in active treatment at the time of needing to go to the hospital. The patient¿s reported feeling of fullness during treatment was the result of hypervolemia with elevated probnp (heart failure indicator) and moderate to large right pleural effusion. The patient underwent a thoracentesis on (B)(6) 2025 with 1.5l removed. The patient continued daily pd therapy and was administered 3l oxygen. The patient was discharged on (B)(6) 2025. The cause of the patient¿s hospitalization was possibly missing treatments and not enough ultrafiltration. The patient¿s hospitalization was not related to any fresenius device(s) or product(s) and/or their dialysis therapy. The hospitalization was due to lack of therapy and insufficient fluid removal. It was confirmed with the pdrn that there were no known issues with any machine. The patient is continuing ccpd therapy utilizing the same liberty select cycler.